Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that, during a patient procedure on (B)(6) 2022 at around 17:30 the patient required defibrillation. The customer reported that the first shock of 200 volts was ok, but the second shock at 360 volts caused the hemo device to become unresponsive. The customer reportedly waited for the signal to return and after thirty (30) seconds rebooted the fc2010 device to recover. The customer reports over one (1) minute of downtime. Remote support confirmed with the customer that the ECG, p1 (pressure channel 1), and nibp (non-invasive blood pressure) were connected to patient. According to remote support, these are defib-proof inputs and should only experience 5 seconds delay in signal after defib. In this case, normal operating mode did not return. Available information suggests that the patient's condition and/or procedure was one in which required the patient to be defibrillated. There was no adverse impact to the patient reported by the customer as a result of this incident. Onsite support has been dispatched to further evaluate the device.

Event description:
The customer reported that, during a patient procedure on 17-apr-2022 at around 17:30 the patient required defibrillation. The customer reported that the first shock of 200 volts was ok, but the second shock at 360 volts caused the hemo device to become unresponsive. The customer reportedly waited for the signal to return and after thirty (30) seconds rebooted the fc2010 device to recover. The customer reports over one (1) minute of downtime. Remote support confirmed with the customer that the ECG, p1 (pressure channel 1), and nibp (non-invasive blood pressure) were connected to patient. According to remote support, these are defib-proof inputs and should only experience ~ 5 seconds delay in signal after defib. In this case, normal operating mode did not return. Available information suggests that the patient's condition and/or procedure was one in which required the patient to be defibrillated. There was no adverse impact to the patient reported by the customer as a result of this incident. Onsite support has been dispatched to further evaluate the device. The patient reportedly had to be defibrillated during the procedure. There was no lasting impact to the patient reported by the customer as a result of this incident.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. According to service notes, log files were collected from the system for further review. However, the log files obtained only reflect the activity of the xper im and philips hemo app behavior, there is no relevant information pertaining to the flex cardio. Therefore, a root cause could not be determined. The fse also indicated that the system was soon to be replaced with the intellivue x3 patient monitor. The device failed to work as expected by the customer and was rebooted to resume monitoring. The xper flex cardio device was ultimately removed from service and replaced with the intellivue x3 patient monitor. A replacement system is now in use at the customer's facility. A search in salesforce found no further related calls. The absence of further calls supports that the reported problem was resolved.